Event description:
It was reported that a 3.5 x 15 mm xience xpedition stent delivery system was removed from the packaging without difficulty. The sheath and stylet were removed at the same time. Some difficulty was noted during removal of the sheath and stylet and two attempts were made. The stent delivery system was then prepped for use. The balloon of the dilatation catheter was inflated to deploy the stent and it was noted that the stent was not on the delivery system balloon. The stent was then found on the stylet. The device was removed from the patient anatomy without difficulty and a new non-abbott stent delivery system was used. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and the stent implant was dislodged. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.